Manufacturer narrative:
The previous MFR report #1119779-2023-00573 was submitted in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this MDR should be considered canceled.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system there is non identification of organisms. The following information was provided by the initial reporter: customer reports that there is non-identification of microorganisms in the pmic/ID(B)(4)panel of batch 2305454.

Manufacturer narrative:
Initial reporter last name: (B)(6). D2a: common device name: system, test, automated antimicrobial susceptibility, short incubation. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system there is non identification of organisms. The following information was provided by the initial reporter: customer reports that there is non-identification of microorganisms in the pmic/ID-601 panel of batch 2305454.